Event description:
The customer reported additional information that the system's video was not functioning. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to repair the video system. The customer cancelled the service call. The reported problem was resolved by the customer. No additional service information was provided.